Event description:
It was reported that during the procedure this left ventricular (lv) lead could not be removed from the header and the lead broke. Hence, this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.